Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-05473 it was reported the patient is not receiving effective stimulation coverage. X-rays confirmed his scs leads have migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-05473. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 for a lead revision. The patient experienced other serious health issues while under anesthesia and the physician decided to stop the procedure. The patient¿s lead was removed without a new lead implanted. The patient only has an ipg remaining implanted. Surgical intervention may be pending in the future to implant a new lead.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-05473. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017, where the patient was implanted with new leads. The patient is now receiving effective stimulation coverage.